Event description:
On (B)(6) 2013 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed that the tip of the filter was 1.7cm inferior to the lowest renal vein. There was slight anterior tilting of the apex and 10 degrees of tilting towards the right.

Event description:
On (B)(6) 2013 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed that the tip of the filter was 1.7cm inferior to the lowest renal vein. There was slight anterior tilting of the apex and 10 degrees of tilting towards the right.